Event description:
The customer reported that they discarded 15 units of plasma derived from whole blood, which had red tinge the customer believed was hemolysis.there was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it.this report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the set was not returned for investigation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Hemolysis testing was performed on the cationized and super-cationizated membranes from a typical hemolyzed lot, with hemolysis found. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging. Corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided